Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 498 mg/dl and reported sensor glucose vs blood glucose difference. Troubleshooting was performed and found that blood glucose was 498 mg/dl, and the sensor glucose value was 200 mg/dl which was outside of the acceptable range. The customer was not reporting any symptoms related to blood glucose. The pump was used within 48 hours and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will continue using the insulin pump. The insulin pump will not be returned for analysis. Declined to troubleshoot for this. The event involved product(s) mmt-7020la. The sensor was worn for fewer than 4 days. No product return is expected for mmt-7020la.